Manufacturer narrative:
One image was received for evaluation that appeared to show a bend in the simplicity probe. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was not able to be reviewed as no lot number was provided. Based on the information received, the cause of the reported shaft fracture could not be conclusively determined.

Event description:
During the procedure, while attempting to place the simplicity probe, the probe shaft fractured, exposing the internal components. The hub of the probe was twisted during insertion when an audible break occurred. The probe was successfully removed. The probe was replaced and the procedure was completed with no adverse consequences to the patient.